Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 550 mg/dl. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. Customer declined to check their settings and they are waiting to hear from their diabetes educator. The customer was advised to call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the high blood glucose.